Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 225 mg/dl and it was addressed with manual injections as well as a bolus via the pump. There was a delay in clearing the alarm. It was confirmed that the customer had manual injections available.